Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The battery was replaced but the issue was not resolved. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box shows evidence of power on resets. A visible inspection of the pump showed no damage to battery compartment. The returned battery cap has stripped threads. The pump was exercised for 24 hours on a one unit per hour basal program with no interruptions. There was no evidence of internal moisture or damage to the power circuit or battery flex. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.